Manufacturer narrative:
No product is being returned for evaluation, but a lot # is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed.

Event description:
Procedure performed: unk. (B)(4) received via maude database: (B)(4). Event description: "when removing a portion of the stomach via the port site, the alexis wound protector broke. A portion of the wound protector was in the abdomen. The surgeon removed the complete broken portion that was in the abdomen. X-ray was obtained. X-ray was negative." Type of intervention: "the surgeon removed the complete broken portion that was in the abdomen." Patient status: unk.

Manufacturer narrative:
Investigation summary: the event unit was not returned to applied medical for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.